Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (500 mcg/ml at 144 mcg/day) via an implantable infusion pump. It was reported the patient experienced confusion followed by an increase of spasticity. The event date was reported to be (B)(6) 2021. The patient had been implanted a few months prior to (B)(6) 2021 with their first pump and catheter. The hcp checked if the expected volume was the same as the emptied volume. A difference of 6 ml was observed (4 ml expected, 10 ml emptied). A catheter occlusion was suspected, but nothing proved it for now. A new refill procedure was planned for (B)(6) 2021. Oral baclofen was prescribed to the patient to prevent an increase in spasticity and withdrawal syndrome. A bolus test would be performed to ensure there was no malfunction of the catheter. If the latter was not efficient, catheter opacification would be planned, as well as a rotor examination (if relevant). It was stated that nothing apparent seemed to have contributed to the issue. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. A catheter opacification was performed by neurosurgeon on (B)(6) 2022. No appearing occlusion of the catheter was observed, but the following week, patient spasticity had disappeared. It was indicated that most probably, a small bent of the catheter was preventing the baclofen to be delivered at the expected flow rate and the opacification procedure solved the problem. A new refill procedure will be performed at the end of march to ensure no difference is observed between emptied and expected volume of the pump reservoir.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the bolus given on (B)(6) 2021 was not efficient. Aspiration of the catheter was to be performed the week of (B)(6) 2021. The physician would also perform a new clinical evaluation of the patient to exclude other root causes leading to the increase of spasticity.